Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient went into cardiac arrest and received multiple shocks for atrial tachycardia. The patient then went into ventricular tachycardia (vt) a few seconds later. A shock was delivered which accelerated the rhythm into ventricular fibrillation (vf). Therapy became exhausted. Emergency medical services (ems) arrived and revived the patient. The patient was reported to have been responsive at that time. Further review determined that the patient's potassium levels were out of acceptable range. The patient was transferred to the intensive care unit (ICU) where a boston scientific field representative checked the device. No additional adverse patient effects have been reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that an invasive procedure was performed to place a lead in the patient's azygos vein. No adverse patient effects were reported.

Event description:
Additional information was received that the patient experienced atrial driven pacemaker mediated tachycardia (pmt) which lead to inappropriate delivery of anti-tachycardia pacing (atp). The atp accelerated the patients rhythm into ventricular fibrillation (vf) where the patient received appropriate shocks. Device remains in service. No additional adverse patient effects were reported.